Manufacturer narrative:
Based on the information provided, the complaint cannot be confirmed. The device could not be evaluated as it remains within the patient. (B)(4).

Event description:
It was reported the patient presented with a ruptured sah. It was determined that the right artery was the vessel that most likely ruptured due to previous imaging. A duo 156 was jailed in the aneurysm. This was subsequently removed. A 4.5 x 23 lvis device was placed through a headway 21 microcatheter. It was advanced and properly positioned for deployment with no issues. The distal end of stent opened without issues. Upon going around the curve the stent would not open. The stent was resheathed and another attempt was made. Same issue occurred at exactly the same spot in the curvature of the vessel. Stent was resheathed and removed from patient. A second lvis device was attempted. The microcatheter and stent were placed properly and deployment was attempted again. The stent was deploying distally but appeared not to be opening all the way. During second attempt, the components of the stent came apart. The stent was resheathed and removed. It appears the exposed guide caused a rupture of the second aneurysm. To control the bleeding an artery had to be permanently occluded, thus blocking blood flow to areas of the brain fed by this artery. The third attempt was made with an enterprise2. The stent would not open properly and was removed. The patients gcs post procedure was 4. The patient did not improve and subsequently died on (B)(6) 2016 after diagnosis of brain death.